Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family member reported via phone call that the insulin pump had a broken force sensor was detected during seating or regular delivery while sleeping and open book image. Customer¿s blood glucose level was 170 mg/dl. Troubleshooting was performed. Customer was also advised to place pump in storage mode. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will not be returned for analysis.